Event description:
This customer reported intermittent unexpected shutdown and spontaneous power on of their defibrillator.

Manufacturer narrative:
(B)(4): this customer reported intermittent unexpected shutdown and spontaneous power on of their defibrillator. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.